Event description:
It was reported in 2007, an angioplasty procedure of the distal ica (internal carotid artery). The physician attempted with a non-bsc balloon, which "would not work" the physician then inserted the subject device (balloon) and flushed prior to guidewire insertion. While advancing the guidewire (shaped prior to use), resistance was felt. Upon review, the physician determined that the balloon had already ruptured. The patient experienced a "rapid increase in intracranial pressure and massive stroke" the patient expired. The cause of death was a "ruptured vessel that led to stroke"

Manufacturer narrative:
Based on follow up responses, it was determined that the physician believes that the balloon ruptured just prior to advancing the guidewire through it. The physician flushed the balloon lumen before putting in the guidewire. The physician believes that the flushing of the balloon caused the balloon to rupture, as something was preventing the flush from exiting the catheter. Per the device directions for use (dfu): "do not advance the catheter or guidewire against resistance until the source of the resistance is identified." As well, per the dfu: "never advance an intraluminal device against resistance. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device." Per the dfu: "do not inflate the balloon beyond the diameter of the vessel being treated, or beyond the maximum recommended inflation volume... The balloon is inflated by volume displacement with a 1cc syringe, and should never be inflated with a pressure-based inflation device." In addition, per the dfu: "do not over inflate balloon. Excessive inflation volume may result in a ruptured catheter or distorted balloon profile." Based on follow up responses, it was determined that the physician inflated the balloon using a 3cc syringe. Per the dfu: "the sentry balloon catheter has a single lumen shaft that is used with a boston scientific transcend .010 guidewire..." And finally, per the dfu: "note: the sentry balloon catheter is designed specifically for use with a boston scientific transcend .010" guidewire." It was determined that the physician used a synchro-10 guidewire.